Event description:
The facility reported a colleague infusion pump which "will not stop alarming and fse disconnected battery harness for shipping." It is unknown when or in which care area this event occurred. This condition may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that "will not stop alarming and battery harness was disconnected for shipping" was confirmed and reproduced product evaluation. The root cause of this condition was assigned to a faulty main battery. The main battery was replaced in order to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.